Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h11. The microsensor (ID 82663) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to the manipulation of the catheter at the time of the dressing change. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h11. The microsensor (ID 82663) was returned for evaluation. Failure analysis: based on the supplier analysis and investigation, the issue of the complaint was confirmed: catheter crimped 3 cm from distal end. Catheter crimped and has a hole punctured through 5.7 cm from distal tip, icp express: zeroing error. No further testing possible root cause analysis: the possible root cause for this issue reported by the customer could be due to mishandling of the catheter.

Event description:
Na.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a microsensor (B)(6) was implanted on (B)(6) 2025 due to a head injury. On (B)(6) 2025, when it was disconnected for dressing change and reconnected, the value fluctuated from 200 to negative. The power was restarted and replaced with another icp express; however, the issue was not resolved; therefore, the sensor was removed and replaced with another (B)(6) on (B)(6) 2025. As of (B)(6) 2025, the new icp was functioning without problems. Based on the information provided, the monitor and cable information are unknown.